Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC dressing found to be lifting in window. Dressing removed and fluids discovered. Md called to bedside line flushed and fluids squirted out from area where hub connects to line. Line pulled without issue. New PICC to be placed. No injury occured.